Event description:
It was reported that the pt experienced a loss of effect and a burning sensation and pain in her back related to her device. The device was "not working". The device pocket incision was healed but the lead across her spine was bothering her; the skin keeps opening up and won't heal. The pt felt she may have an infection. The device was eventually turned off as the pt experienced electrical shocks when it was on. Further info is being requested from the hcp.